Event description:
Patient reported to manufacturer patient services department that she had a "seroma" at the site of the ipg which was being treated by her physician with aspiration, resuturing and antibiotics. Patient referred back to physician for medical consultation. Healthcare professional reported that patient did not recover well, has had device explanted and gram positive cocci were cultured from the generator site. Patient is diabetic and heals poorly.